Event description:
It was reported that an angio-seal device was used to seal the arteriotomy post cardiac catheterization. The patient was admitted to emergency room for recurring chest pain and symptoms of an acute myocardial infarction. A cardiac catheterization was done revealing coronary disease and requiring stenting of the blockage. The angio-seal device was deployed post procedure. The patient complained of back pain post procedure and was coughing heavily. Manual compression was applied during coughing while in the cath lab. The patient was transferred to intake holding (an overflow area when the hospital is full) where the patient went into cardiac arrest. While there apparently was no visible or palpable hematoma at the site, it was later determined the patient developed retroperitoneal bleeding and underwent surgery to repair the vessel. The patient died from complications from the retroperitoneal bleeding and heart attack. It is not known if the patient died in surgery of after surgery. Attempts have been made to obtain additional information regarding this event.